Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The deployment difficulty and stent elongation were unable to be confirmed as the stent had already been deployed. It is likely that the noted smashed portions of the distal shaft and sheath were due to the shaft being bent or entrapped within the anatomy such that the ratchet efficiency was compromised and unable to fully deploy the stent properly. The elongation likely occurred during to pulling back the delivery system with the proximal portion of the stent still sheathed in the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were likely due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The stent implant did not behave as expected during deployment and was elongating. It was replaced with a new 6 x 120 mm supera stent delivery system used to complete the procedure successfully. No additional information was provided.